Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an ablation procedure. Post-procedure, the patient experienced oversensing and loss of capture. There was asystole greater than 2 seconds. During the loss of capture, the patient was symptomatic. The physician made programming changes which resolved the issue. No additional adverse patient effects were reported. The system remains in service.